Event description:
It was reported that the patients right ventricular (rv) lead triggered a care alert for high svc defib impedance, while the rv impedance remains unchanged. Svc measurements seem to fluctuate more when the patient is on their back or moving around. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricular (rv) lead had triggered another alert for high superior vena cava (svc) defibrillation coil impedance and a lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.